Event description:
Customer reported to beckman coulter, inc (bec) that there was a bloody fluid leak under the manual probe assembly of the coulter lh 780 hematology analyzer. Customer reported that the rinse trough broke. Customer reported that the leak was waste from the probe. Customer reported that about 5 ml of waste leaked out under the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a broken wash cup on the instrument. The fse replaced the probe wipe assembly to resolve the issue.

Manufacturer narrative:
(B)(4).